Manufacturer narrative:
B1. H1: updated to not reportable based on a review of the complaint file. There is no claim against the purge cassette. H6: omitted f1905, f2303, a141102. Added f26 and a25.

Manufacturer narrative:
A4, a5 and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted into the right axillary/subclavian artery in a 57-year-old male patient presenting in cardiomyopathy. While the patient was in the intensive care unit (ICU), hematuria was noted. The urinary output was noted to be greater than 30ml/hr and amber in color. In addition, the purge system was blocked. The cassette was changed to troubleshoot. Thrombolysis was initiated to resolve the issue. The last purge flow (pf) was 2.2ml and the purge pressure (pp) was above 1,000 mmhg. The impella functioned at p-9 at 5.7l/min without issues. The post-procedure outcome is unknown. It is unknown if the hematuria resolved. Poor positioning of the impella can cause hemolysis. Hemolysis is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
Corrected data. D4 catalog number corrected/updated.